Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remained implanted in the patient; therefore, the alleged product issue cannot be confirmed. Limited information was provided and no autopsy examination was performed. The instructions for use (IFU) identifies death as potential complications associated with use of the device.

Event description:
It was reported from that a transarterial chemoembolization (tace) procedure was performed using lifepearl microspheres. The physician indicated that the patient died 12 hours after the procedure. The physician confirmed that the direct cause of the death was unknown because no autopsy was performed. The patient was reported to be okay after the procedure. The patient started to walk and talk in the hospital and suddenly fell down unconscious and died at unknown date. The physician indicated that suspected cause of death is ischemic stroke or other non-lifepearl related complication.